Event description:
It was reported that during preventative maintenance the battery clip prong broke and would not connect to the battery. The battery was disconnected, and the power module was taken out of use. Battery depletion alarms were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery clip prong breaking from the internal battery clip on the power module was not confirmed. The heartmate power module (serial number (B)(6)) was not returned for analysis. Additionally, there were no photos, videos, or any other supporting documents submitted that would indicate an issue with the power module. If the power module returns for analysis, the file will be reopened to address the return. Multiple attempts were made to obtain additional information about the reported event such as why preventative maintenance was completed, when the battery depletion alarms were heard, and if the products will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the battery connector cables were too short.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: the reported event of damage to the battery clip on the power module ((B)(6)) was confirmed. The power module returned to the pleasanton service depot and was tested and evaluated on 23oct2024. Visual inspection revealed a damaged battery clip, which resulted in a poor connection to the backup battery. The clip was replaced with a new streamline cable, and the unit passed all functional testing. Preventative maintenance was performed, and the unit was returned to the customer. A root cause for the power module alarming was determined to be due to a damaged battery clip; however, the root cause for the damaged battery clip was unable to be determined. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.